Manufacturer narrative:
Adverse event problem: results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Adverse event problem: conclusion code 1: 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak, aneurysm rupture and death.

Manufacturer narrative:
Additional device: tgm282820j, UDI: (B)(4), lot # 20447487.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent treatment of a thoracic aortic aneurysm rupture using two gore® tag® conformable thoracic stent grafts with active control. The patient¿s aortic arch branch arteries were abnormal, so a right subclavian artery to right common carotid artery and left common carotid artery bypass procedure was performed. A gore® tag® conformable thoracic stent graft with active control was implanted from the right common carotid artery. The ascending aorta had been replaced with a graft before this procedure (date is unknown). The right subclavian artery was embolized using a plug and a coil. A slight type ii endoleak was observed following the procedure. The physician decided to monitor it. On (B)(6) 2019, the patient condition was stable, so the patient was removed the ventilator and remained stable. On (B)(6) 2019, the patient¿s blood pressure dropped precipitously and the patient went into cardiac arrest. The physician performed cardiac massage to rescue the patient, but it was not successful. The patient expired. The cause of death was unknown. An autopsy revealed the cause of death was thoracic aneurysm rupture. The physician suggested that the type ii endoleak originating the right subclavian artery possibly led to the aneurysm rupture.